Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: confirmation of event: based upon the information supplied, I can confirm that the patient had a right total hip arthroplasty since I was able to see an operation report albeit with multiple reactions including the date. I have no information that would confirm the plan revision nor a fracture of the femoral stem. Root cause analysis: the root cause of these events cannot be determined with certainty. The root causes of trunnionosis and fracture of femoral stem are multifactorial. These include surgical technique especially in the way the trunnion and femoral head are prepared prior to insertion, positioning and achieving satisfactory fixation of the femoral stem especially to avoid "potting" of the distal portion, as well as patient factors including lifestyle, activity level and bmi, and implant factors. Consultation & discussion: no further consultation or discussion is required. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. A review of the provided medical records by a clinical consultant indicated: "based upon the information supplied, I can confirm that the patient had a right total hip arthroplasty since I was able to see an operation report albeit with multiple reactions including the date. I have no information that would confirm the plan revision nor a fracture of the femoral stem.' 'The root cause of these events cannot be determined with certainty. The root causes of trunnionosis and fracture of femoral stem are multifactorial. These include surgical technique especially in the way the trunnion and femoral head are prepared prior to insertion, positioning and achieving satisfactory fixation of the femoral stem especially to avoid "potting" of the distal portion, as well as patient factors including lifestyle, activity level and bmi, and implant factors.' No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. This event was reported to stryker canada by health canada via mandatory hospital reporting: health canada reference #: (B)(4).

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. This event was reported to stryker canada by (B)(6) hospital reporting: health canada reference #: (B)(4).